Manufacturer narrative:
Additional information was received indicating this device was explanted. However, no further information concerning this report is available. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and rv lead exhibited a high impedance measurement and loss of capture. Technical services recommended a visual inspection and tug test to check the lead to device connection. No adverse patient effects were reported.